Event description:
Pt status post dhs plate and dhs/dcs lag screw implantation for a femoral hip fracture, on an unk date, was discovered to have a broken screw, date unk. Pt was returned to operating room on (B)(6) 2012, all hardware was removed and the pt was revised to a total hip replacement. This is two of two reports for this event.

Manufacturer narrative:
Material lot 6500433 from which these parts were made had one ncr for inner barrel diameter. The material was deemed to be use as is (uai) as the inner diameter of the barrel is controlled by normal processing and inspected in process for that dimension. All material certificates were found to be conforming. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of MFR and there were no issues documented during the mfg of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusions could be drawn, as no product was returned.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. Information received from the facility. Additional common device name is hrs.

Event description:
Non union of right femoral neck fracture, and right hip pain. This report is 2 of 2 for complaint file (B)(4).